Event description:
It was reported that during a ptca treatment procedure involving a calcified and 99% stenotic lesion in the distal portion of the left circumflex coronary artery, the maverick2 monorail balloon was suspected to have ruptured at 10 atm's on the third inflation. A traverse guidewire (size unknown) and a zuma2 sl4 guide catheter were also used in this case, but the type and size of introducer sheath and which inflation device was used are unknown. The procedure was successfully completed. Patient status is reported as 'good'.